Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 3 mm on the non-coronary cusp. After release from the delivery catheter system (dcs), the valve had not fully expanded and had risen to a depth of -3 mm. A balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon followed by a 23 mm balloon. A transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve reducing the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.